Manufacturer narrative:
Citation: kishore, k., & van adel, b. Retrieval of refluxed onyx cast during a paediatric avm embolisation. Bmj case report 17: e258422 2024. Doi:10.1136/bcr-2023-258422 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Kishore, k., & van adel, b.; bmj case report; 2024; 17:e258422; retrieval of refluxed onyx cast during a paediatric avm embolisation; doi:10.1136/bcr-2023-258422 literature was reviewed regarding: a case of pediatric arteriovenous malformation (avm) embolisation complicated by parent vessel occlusion due to inadvertent proximal reflux of the embolysate, and a successful rescue maneuver using a stent retriever. The time frame of this study was: the case report was first published on 19 august 2024, and the acceptance date was 15 july 2024. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx (an ethylene vinyl alcohol copolymer). Among patient adverse events included: complications: inadvertent proximal reflux of onyx into parent vessel leading to acute occlusion. A combined stent retriever¿aspiration maneuver was performed, and successful retrieval of radiodense onyx cast. Mild vasospasm treated with intra-arterial verapamil. Post-operative issues: residual small avm nidus with persistent arteriovenous shunting  with craniotomy and microsurgical resection of the residual avm at a later date. No further information was provided pertaining to medtronic products.